Event description:
It was reported that multiple intermittent minimum fill notifications occurred after the user filled the cartridge with 100-110 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. Customer¿s blood glucose level ranged from 268 to 322 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.